Event description:
It was reported to boston scientific corporation that a jagwire guidewire was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in a patient's common bile duct on (B)(6), 2010. According to the complainant, when the guidewire was unpacked and pulled out of protective tube for preparation, the coating on the distal tip of the guidewire was "broken a little part". Additional information revealed that a portion of the tip was detached and that there was no damage or anomalies noted to the packaging. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that approximately 1.6 cm of the missing pebax tip was loose inside the pouch exposing the core wire. There was approximately 3.5 cm of pebax tip still attached to the corewire. Evidence of scraping is present along the remaining tip surface exposing corewire at 8 mm and again at approximately 5 mm from the proximal end of the tip adjacent to the ptfe flare. The condition of the returned incident device was consistent with the complaint that the device had missing and damage pebax tip. The manufacturing process for this device includes testing and inspections to ensure each product meets all material, assembly and performance specifications. The most probable root cause of the failure, based on analysis, is attributed to "caused by other device". The partial tip detachment may have been caused by the manner in which the wire was removed from the protective hoop. The wire tip may have rubbed up against the hoop edge and caused the missing and damaged pebax tip. Therefore, the most probable cause of failure is attributed to "caused by other device". The dfu states: "preparation technique prior to use, carefully examine the unit to verify that the sterile package or product has not been damaged in shipment." "Directions for use this device is designed for use with an endoscope. 1. To remove the guidewire from the hoop, first remove and discard the small blue tube from the inner diameter of the clear hoop. Advance wire until the wire is exposed out of the outer diameter of the hoop." "4. Prior to use, inspect the guidewire before using for the following: roughness or abrasion at the tip". "Caution: do not use the guidewire if any defect is found during inspection. Please return any defective product to boston scientific for replacement." Device history record review reveals no anomalies related to the complaint. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in a patient's common bile duct on (B)(6), 2010. According to the complainant, when the guidewire was unpacked and pulled out of protective tube for preparation, the coating on the distal tip of the guidewire was "broken a little part". Additional information revealed that a portion of the tip was detached and that there was no damage or anomalies noted to the packaging. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.